Manufacturer narrative:
Investigation conclusion: . A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.

Event description:
Customer reporting alleged 2 faint false positive sars results for their son. Customer states the results were confirmed negative by pcr. Son was exposed to confirmed positive family member who tested positive 1 week prior (lives in household). Report 2 of 2.